Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were unable to begin therapy as the patient temperature was not reading (dashes only in this field). They get an alarm 114 when they presses start. The customer attempted this with two arctic sun devices sn#: (B)(6) encountered the same result. However, the original machine had already been sent to biomed, so the serial number was unavailable. They were unable to identify a resolution. Neither the foley nor the esophageal probe worked on either device (a different cable was tested on one of the devices, with the same result¿dashes displayed in the pt segment). Both probes functioned properly when tested at the bedside. The customer will proceed with alternate cooling methods for the patient. Biomed had a device that needs to be used. They were unfamiliar with arctic sun device. They were getting a water reservoir empty alarm (05). Confirmed this was for the same unit they spoke to earlier that morning and they claimed neither device would read temperature. They had service kit available, so had them connect their simulation key and confirm patient temperature (pt) was reading first (working fine). Guided to diagnostics and water level was zero. Helped them add some sterile water, stop, add cleaning solution to the remaining sterile water, and finish the process. Water level 5. No other alerts or alarms in the event log. They will put this one into service and advise them to call if they have any issues during therapy.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They get an alarm 114 when they presses start. The customer attempted this with two arctic sun devices sn# (B)(6) and encountered the same result. However, the original machine had already been sent to biomed, so the serial number was unavailable. They were unable to identify a resolution. Neither the foley nor the esophageal probe worked on either device (a different cable was tested on one of the devices, with the same result¿dashes displayed in the pt segment). Both probes functioned properly when tested at the bedside. The customer will proceed with alternate cooling methods for the patient. Biomed had a device that needs to be used. They were unfamiliar with arctic sun device. They were getting a water reservoir empty alarm (05). Confirmed this was for the same unit they spoke to earlier that morning and they claimed neither device would read temperature. They had service kit available, so had them connect their simulation key and confirm patient temperature (pt) was reading first (working fine). Guided to diagnostics and water level was zero. Helped them add some sterile water, stop, add cleaning solution to the remaining sterile water, and finish the process. Water level 5. No other alerts or alarms in the event log. They will put this one into service and advise them to call if they have any issues during therapy. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were unable to begin therapy as the patient temperature was not reading (dashes only in this field). They get an alarm 114 when they presses start. The customer attempted this with two arctic sun devices sn# (B)(6) and encountered the same result. However, the original machine had already been sent to biomed, so the serial number was unavailable. They were unable to identify a resolution. Neither the foley nor the esophageal probe worked on either device (a different cable was tested on one of the devices, with the same result¿dashes displayed in the pt segment). Both probes functioned properly when tested at the bedside. The customer will proceed with alternate cooling methods for the patient. Biomed had a device that needs to be used. They were unfamiliar with arctic sun device. They were getting a water reservoir empty alarm (05). Confirmed this was for the same unit they spoke to earlier that morning and they claimed neither device would read temperature. They had service kit available, so had them connect their simulation key and confirm patient temperature (pt) was reading first (working fine). Guided to diagnostics and water level was zero. Helped them add some sterile water, stop, add cleaning solution to the remaining sterile water, and finish the process. Water level 5. No other alerts or alarms in the event log. They will put this one into service and advise them to call if they have any issues during therapy.